Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 537 mg/dl. The customer declined to troubleshoot. The customer was treated with insulin pump. The customer stated that there were motor error alarms in the alarm history. Customer will return device for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test. Device had cracked case at display window corner, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address or serial number label.